Event description:
Underdelivery reported. The pump is in use at a cardiology clinic for administration of dobutamine for stress testing. The clinic rn reports that she suspected the pump was underdelivering after four incidents of lack of clinical response to the dobutamine stress testing. This occurred on four separate pts; she does not recall any specific pt info. Their usual protocol is to start the dobutamine at 5mcg/kg/min to 10mcg/kg/min. They then titrate up every 3 minutes to effect, but "rarely have to go up to 40mcg/kg/min". In the reported events, they had titrated up to 50mcg/kg/min without clinical response. With two of the pts they gave atropine IV push in an attempt to complete the test. However, all four pts had to have their stress testing re-scheduled; two had repeat stress tests and two had "a different type of test" scheduled. Other than the need to repeat testing, the pts did not experience any adverse effects. No additional info was available.